Event description:
Provider alleges the joystick is surging on a tdxsi-cg power chair.

Manufacturer narrative:
This product is on the list of serial numbers impacted by the medical device field removal joystick recall invacare power wheelchairs equipped with spj+ joysticks or mk6i driver controls.